Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported for leaks from this lot. It was reported that user exchanged the .014 wire for a .035 stiff amplatz wire via balloon catheter, then retracted a balloon to the tip of steerable guide catheter (sgc) to try and transition the sgc across the septum. It should be noted the mitraclip instructions of use (IFU) states to carefully place a 260 cm super stiff 0.9 mm (0.035¿) exchange length guidewire in the left upper pulmonary vein or left atrium. Dilate the subcutaneous tissue and femoral vein to accommodate the guide shaft using standard dilation technique. All available information was investigated, and the leak appears to be related to the user error of not following instructions per IFU. Difficult or delayed positioning appears to be related to the patient anatomy/morphology. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the steerable guide catheter leak. It was reported this was a mitraclip procedure to treat mitral regurgitation with an mr grade of 4. The steerable guide catheter (sgc) was unable to advance across the septum. The user did not want to lose transseptal position and decided to proceed by removing the dilator, while leaving the guide wire inside the sgc. The dilator was exchanged for a 6f sheath. The sgc lost column, additional aspiration was needed. A balloon was used to dilate the septum and the sgc was able to cross. One clip was implanted, reducing mr to 1. There were no adverse patient effects. There was no additional information provided.